Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent (des) was selected for use. However, when the device was taken out of the bag, the shaft was broken. The procedure was completed with another synergy des. There were no patient complications reported and patient status was stable post-procedure.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent (des) was selected for use. However, when the device was taken out of the bag, the shaft was broken. The procedure was completed with another synergy des. There were no patient complications reported and patient status was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: synergy mr 38/3.00mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a shaft break at approx 27cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during analysis.